Event description:
When the rn flushed the IV before hanging a bag of fluid, the flush ran out from under the dressing all over the patients hand. Upon removing the dressing, it was noted that the hub of the IV catheter was at out of the skin with no catheter tube attached. The dressing was thoroughly inspected to see if the catheter tube was there, it was not. An immediate x-ray of the patient's hand, arm, and chest was completed and read by a radiologist. The results were negative. There was no catheter tube in the hand, arm, or chest of the patient.